Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer replaced dxh diluent lot number 3510600 with dxh diluent lot number 3510550 on unicel dxh 800 coulter cellular analysis system serial number (B)(4), and resolved the issue. (B)(4). This MDR is related to MDR 1061932-2014-02121 for the same issue with another unicel dxh 800 coulter cellular analysis system, serial number (B)(4) in the same customer facility.